Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted of the device is rec'd. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 silicone rubber peeled away from metal jaw. A replacement device was used to complete the procedure.

Manufacturer narrative:
A lot history record review was completed for lots 25112524, 25113777 and 25114139 the last three lots shipped to the account a year prior to the event date. There was no nonconformance recorded in the lot history which would be considered related to the reported event.